Event description:
It was reported by the pt, "I had revision surgery at (B)(6) on (B)(6), 2009. Consult with surgeon showed the cup to now be in proper position. After many months of physical therapy, I am finally able to walk without a limp and am almost pain free. However, the new components click with every step I take. I am continuing with exercise and have started chiropractic care to try to eliminate the problem, to no avail. I need to know if the click is likely to remain a problem for the life of the revision surgery or if there's anything else I can do to correct it. After all the pain and lack of normal function for the past 2 1/2 years, I am distraught to think that the best I'll experience is a constantly clicking hip."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remains implanted. X-rays, medical records and info pertaining to the device(s) were requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.